Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation papers received. Litigation alleges that the patient suffered implant failure. It is unknown if the patient was revised.

Manufacturer narrative:
(B)(4). This hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
Medical record received. After review of MDR reportability, the patient was revised to address metal on metal hip with increase metal ions. Revision notes reported soft tissue was removed from the edge of the acetabulum. Revision notes reported dor (B)(6) 2016. Revision left total hip arthroplasty acetabular component.the reported doi is (B)(6)2006. Underwent left total hip arthroplasty due to degenertive arthritis.